Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional information and corrected: dob, weight, implant date, date received by manufacturer. The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2005. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup. Added state, age, surgeon, product details and corrected date of implant. Added head and screws due to alleged loosening of cup. Doi: (B)(6) 2005 - dor: nov 21, 2005 (left hip).

Event description:
Litigation papers allege the following: subsequent to implant, patient suffered severe pain and discomfort resulting in revision surgery on (B)(6) 2005. During that surgery, the physician discovered the acetabular component had migrated to the pelvis. The cup was removed and replaced with a larger cup. Instead of a metal-on-metal insert like the one used in the first surgery, a polyethylene liner was utilized. Patient developed drop foot as a result of the migration of the acetabular component. On (B)(6) 2008, the pinnacle was removed. During the entire three years the pinnacle was implanted, patient was very unhealthy, sick, and in severe pain. Patient is unable to be gainfully employed and is crippled for life. Doi: (B)(6) 2005 - dor: (B)(6) 2005 (left side). Doi: (B)(6) 2005 - dor: (B)(6) 2008 (left side). Patient is a resident of (B)(6).